Event description:
The customer observed false reactive architect hcv ag results on multiple patients. The results provided were: initial =reactive (no actual results provided). Repeated after maintenance=nonreactive (no actual results provided). The customer determined first true reactive anti-hcv patient specimen carryover contamination to multiple patients. There was no reported impact to patient management.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The abbott customer support representative reviewed abbottlink and instructed the customer to perform the daily and weekly maintenance and retest the samples. The customer received favorable results after performing the instruments maintenance and retesting the samples. A review of the architect I processing module, serial number (B)(6) service history found no contributing factors on or around the date of the complaint. A review of tracking and trending of the architect I processing module did not identify any trends associated with the complaint issue. A review of historical data revealed no trends, systemic issues, or related nonconformances. The architect system reagent package insert adequately address sample handling, performance characteristics, assay processing, and interpretation of results. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for either the architect I processing module, serial number (B)(6).